Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material#: 305757. Batch#: 2341255. It was reported by customer that liquid was unable to inject from the eclipse needle- resistance when trying to push medicine. Verbatim: liquid was unable to inject from the eclipse needle- resistance when trying to push medicine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse 30x1/2 needle was clogged / block the following information was provided by the initial reporter: it was reported by customer that liquid was unable to inject from the eclipse needle- resistance when trying to push medicine. Verbatim: liquid was unable to inject from the eclipse needle- resistance when trying to push medicine.